Event description:
(B)(4). In (B)(6) of 2008, I was diagnosed with a very serious case of epstein-barr. My numbers were very high and I can back this up with a copy of the initial lab report from the diagnosing doctor at the time. I was very ill and having difficulty with day to day dealings, sleeping 14 hours and having little to no energy. I was also suffering from very heavy periods, clotting during my periods, and bad cramping. My primary care referred me to the ob-gyn that I consulted with to go over options to see why I was having such bad periods. One or two very small fibroids were found and it was suggested that an ablation would help with the heavy bleeding. I agreed to get a cryoablation. It was done in the doctor's office in late (B)(6). At the post-ablation follow-up I was informed that because I did not have any sort of "permanent" birth control and had the ablation, I needed to get something done. Either a tubal ligation or I could have this newer form of permanent birth control placed which required no surgery, could be done in the office, much like the ablation was done, and the "down time" was similar to the ablation. I was told they were novasure/essure which were basically little plastic plug type inserts that were placed in the tubes and they caused the tubes to "scar over them" which sealed the tubes, thus preventing pregnancy. Since I was already so sick from the epstein-barr, surgery seemed very daunting. I opted for the essure. At no time was I told that the inserts were made of nickel, which I am allergic to. Since my body was already suffering from immune issues and was taxed to the max, I shouldn't have stressed it further with the novasure/essure. The procedure was done in the doctor's procedure room. I believe I was given 1 valium to take about an hour or so before the procedure was done. I was throwing up from the pain before I even had my ride leave the parking lot. The recovery was not as easy as I was led to believe. I know the 3 or 4 days it took to recover were a blur of cramping, pain, and sleeping. Since that time, I have not been the same. I have been diagnosed with fibromyalgia, chronic fatigue, unspecified autoimmune disorder, ebv, unspecified neuropathy of the hands and feet(nerve tests were done), osteoarthritis of the lumbar spine, migraines, hypothyroidism, cubital tunnel in both arms (nerve test was done 2x) I have a vitamin d deficiency that requires me to take 50,000 iud's 1x a week. I have no sex drive and when I do have sex with my husband, it's painful. Within the last six to eight months I have been getting petechiae on my arms, chest and legs. Mostly on my arms. I have also developed cysts on my head/scalp that I have had a dermatologist look at. He suggested surgery to remove them. There are four, two big ones and two small ones, but there feels like more are starting to grow. I had long hair that started to fall out, so I just had it cut to a very short haircut. If I have surgery to have the cysts removed, the doctor said that there's a chance that hair won't grow where the scar tissue is. So I get to be bald as well as be sick.